Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 3/4/2021 h.6. Investigation: two open 32 x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the two open samples and the two photos and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: no medication come out due to broken or bent npe needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: no medication come out due to broken or bent npe needle.